Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The guide wire was observed to be inserted through the dilator. The guide wire was removed and severe kinking was observed in sections that were located both inside and outside the dilator body. Further analysis of the dilator revealed that the tip was split and widened. To accurately perform dimensional analysis, the guide wire was removed from the dilator. The major kinks on the guide wire measured 386mm and 547mm from the proximal weld. The total length of the guide wire measured 598mm , which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The dilator length measured 100mm, which is within the specification limits of 95.2mm-108mm per the dilator product drawing. The guide wire inner diameter at the distal tip could not be accurately measured due to the severity of the damage. The dilator inner diameter at the proximal end measured 1.651mm, which is within the specification limits of 1.63mm-1.70mm per the dilator extrusion product drawing. During removal of the guide wire from the dilator, major resistance was encountered due to the kinks. After removal, the functional end of the guide wire (proximal end) was then inserted through the dilator tip. Slight resistance was encountered at the tip due to the damage; however, all functional sections of the guide wire passed with minimal force applied. Once the kinking reached the dilator, major resistance was encountered which prevented the guide wire from passing. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A manual tug test on the guide wire revealed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a dilator/guide wire resistance was confirmed through analysis of the returned sample. Visual analysis revealed severe kinking on the guide wire. Additionally, the dilator tip was observed to be split and widened. Despite the damage to both components, all relevant dimensional requirements were met; however, major resistance was encountered at the location of the kinks which prevented the guide wire from passing. A device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report that the defect occurred during use and the appearance of the damage to guide wire and the dilator tip, the root cause appears consistent with damage due to undue force when inserting the dilator over the guide wire; however, the root cause cannot be determined as it is unknown if the damage to the dilator tip occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "sheath bifurcation and no patient harm." They changed a new set to resolve the issue.